Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started a patient in normothermia at 36c yesterday. Once the patient reached normothermia, they attempted to stop the arctic sun device. The patient's temperature dropped so they restarted therapy again yesterday afternoon. Nurse stated this morning the patient was at target 36.2c and had a bair hugger on. The patient was now 34.2c on esophageal probe and 35.2c on foley. The water temperature was only 24.2c. The bair hugger was removed about an hour ago. Confirmed water flow rate (wfr) was 2.8 l/min, no alerts or alarms. Normo target was still 36c and rewarm rate was 0.25c/hour. Diagnostics: patient temperature (pt) was 34.4c, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.5c, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0%, heater command (hc) was 0%, and water reservoir level (wrl) was 5. Nurse stated they did fill the reservoir yesterday prior to restarting therapy. Nurse stated the water had been around 40c this morning. Discussed overfill and suggested emptying out 500ml of water to see if this helps the water temperature. Typically, the heater would be functioning some. Explained how to empty the water. Nurse stated they did swap from the foley temp probe to the esophageal temp probe earlier this morning, nurse asking if the slight difference in patient temp may have cause the patient temp to cool if the device thought it was warming too quickly. Confirmed it was possible if the esophageal temp was warmer than the foley temp, the device may have read it as the patient warming too quickly and started cooling the water to slow warming down. Nurse stated they were going to swap back to the foley probe. Informed nurse we would recommend trying not to swap back and forth if possible, too much, suggested if they swap to the foley probe to monitor the patient and water temperature. Explained it will take time for the water to adjust and recommended to call back in about an hour if they still notice the water not heating.

Event description:
It was reported that the nurse stated they started a patient in normothermia at 36c yesterday. Once the patient reached normothermia, they attempted to stop the arctic sun device. The patient's temperature dropped so they restarted therapy again yesterday afternoon. Nurse stated this morning the patient was at target 36.2c and had a bair hugger on. The patient was now 34.2c on esophageal probe and 35.2c on foley. The water temperature was only 24.2c. The bair hugger was removed about an hour ago. Confirmed water flow rate (wfr) was 2.8 l/min, no alerts or alarms. Normo target was still 36c and rewarm rate was 0.25c/hour. Diagnostics: patient temperature (pt) was 34.4c, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.5c, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0%, heater command (hc) was 0%, and water reservoir level (wrl) was 5. Nurse stated they did fill the reservoir yesterday prior to restarting therapy. Nurse stated the water had been around 40c this morning. Discussed overfill and suggested emptying out 500ml of water to see if this helps the water temperature. Typically, the heater would be functioning some. Explained how to empty the water. Nurse stated they did swap from the foley temp probe to the esophageal temp probe earlier this morning, nurse asking if the slight difference in patient temp may have cause the patient temp to cool if the device thought it was warming too quickly. Confirmed it was possible if the esophageal temp was warmer than the foley temp, the device may have read it as the patient warming too quickly and started cooling the water to slow warming down. Nurse stated they were going to swap back to the foley probe. Informed nurse we would recommend trying not to swap back and forth, if possible, too much, suggested if they swap to the foley probe to monitor the patient and water temperature. Explained it will take time for the water to adjust and recommended to call back in about an hour if they still notice the water not heating.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The water temperature was only 24.2c. The bair hugger was removed about an hour ago. Confirmed water flow rate (wfr) was 2.8 l/min, no alerts or alarms. Normo target was still 36c and rewarm rate was 0.25c/hour. Diagnostics: patient temperature (pt) was 34.4c, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.5c, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0%, heater command (hc) was 0%, and water reservoir level (wrl) was 5. Nurse stated they did fill the reservoir yesterday prior to restarting therapy. Nurse stated the water had been around 40c this morning. Discussed overfill and suggested emptying out 500ml of water to see if this helps the water temperature. Typically, the heater would be functioning some. Explained how to empty the water. Nurse stated they did swap from the foley temp probe to the esophageal temp probe earlier this morning, nurse asking if the slight difference in patient temp may have cause the patient temp to cool if the device thought it was warming too quickly. Confirmed it was possible if the esophageal temp was warmer than the foley temp, the device may have read it as the patient warming too quickly and started cooling the water to slow warming down. Nurse stated they were going to swap back to the foley probe. Informed nurse we would recommend trying not to swap back and forth, if possible, too much, suggested if they swap to the foley probe to monitor the patient and water temperature. Explained it will take time for the water to adjust and recommended to call back in about an hour if they still notice the water not heating. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution: contact customer service to order internal cleaning solution. For information regarding safe handling please refer to medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.